Event description:
Customer reported that he was having an e-17 alarm. Customer also reported that he was in coma for one month and hospitalized with high blood glucose levels. Customer doesn't remember if he was having any problems prior to losing consciousness. Customer declined troubleshooting and is comfortable with pump. Found that customer does not run fixed prime. Explained to customer fixed options, but customer stated that he simply boluses 3 units after he inserts sets and does not want to change what he is used to doing.